Manufacturer narrative:
Zoll has not received the product for investigation. A supplemental report will be filed when the product is returned and investigation has been completed.

Event description:
As reported during patient use, the autopulse platform (sn 33043) displayed error message user advisory (ua) 07 (discrepancy between load 1 and load 2) upon powering up. The customer was not able to clear the error message. The use of the autopulse was discontinued and manual CPR was performed. No further information was provided. No known impact or patient consequence was reported.